Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) device exhibited loss of capture on the left ventricular (lv) channel. The healthcare professional recommended to have patient visit the clinic for threshold testing. This crt-d device remains in service. No patient adverse effects were reported. Additional information received indicated that the patient was seen in clinic for threshold testing and it was at 2v@ 0.5ms. The physician programmed to aai 50 due to the intrinsic lv was narrower paced. No adverse effects were observed.